Event description:
Failed laparoscopic entry with recognition of immediate and voluminous bleeding. Fascia was grasped and an allied medical 10-12 trocar was then passed through the abdominal wall. At this point, voluminous bleeding was noted and the pt's abdomen was opened and it was found that the trocar had transected the descending aorta and possibly the vena cava as well. Unable to control bleeding and the pt exsanguinated.